Event description:
It was reported that during the procedure, the tip of the subject guidewire broke inside the microcatheter and was left inside the patient's anatomy. No additional information available

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the tip of the subject guidewire broke inside the microcatheter and was left inside the patient's anatomy. No additional information available.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore, the visual and functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the subject guidewire broke off in the non-stryker micro catheter during the procedure. The distal end of the micro guidewire remains in a patient's artery. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this event of guidewire distal tip broken/fractured during use and un-retrieved device fragments.